Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, it is likely that the adhesive material adhering to the bending rubber resulted from contact with medical tissue adhesive during clinical use. This contamination may have been influenced by handling-related factors or procedural conditions and may have affected the flexibility and normal operation of the bending section. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device evaluation, the technician determined that the bending rubber tissue adhesive had become adhered due to exposure to medical tissue adhesive during clinical use. There was no patient involvement.